Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included bipolar disorder and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vision blurred ("vision problems: blurred vision"), tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, vision blurred, weight increased, tooth disorder, gastrooesophageal reflux disease, migraine, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date previously reported as 2007 and now follow up received (B)(6) 2008. Patient received treatment for pelvic/abdominal pain, menorrhagia,gi conditions, vision problems, weight gain, dental problems three coils were left visible on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia. Lot number: 626288, manufacture date: 2007-12, expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received event "headache" was added and vision/eye problems was updated as vision blurred. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included bipolar disorder and adenomyosis. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, visual impairment, weight increased, tooth disorder, gastrooesophageal reflux disease, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date previously reported as 2007 and now follow up received 13mar2008. Patient received treatment for pelvic/abdominal pain, menorrhagia,gi conditions, vision problems, weight gain, dental problems three coils were left visible on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia. Lot number: 626288 manufacture date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included bipolar disorder and adenomyosis. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, visual impairment, weight increased, tooth disorder, gastrooesophageal reflux disease, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date previously reported as (B)(6) and now follow up received 13mar2008 patient received treatment for pelvic/abdominal pain, menorrhagia,gi conditions, vision problems, weight gain, dental problems. Three coils were left visible on either side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received : events added- vaginal haemorrhage, migraine, previously reported gastrointestinal or digestive system condition was updated to gastrooesophageal reflux disease. Aka name added, reporter added, lot number added, patient demographic added, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, visual impairment, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, gastrointestinal disorder, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date previously reported as 2007 and now follow up received 13mar2008 patient received treatment for pelvic/abdominal pain, menorrhagia,gi conditions, vision problems, weight gain, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury¿ was updated to new events pelvic pain, abdominal pain,menorrhagia (heavy menstrual bleeding),bladder problems, urinary problems, vaginal discharge,gi conditions, vision problems, weight gain, dental problems,patient did not underwent essure confirmation test and reporter information,patient details updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.